Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reported to (B)(6): fracture of taper connection at transition of femoral modular sleeve to diaphyseal stem extension within the context of a fall with periprosthetic fracture.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The proximal end of the sleeve had fractured on the medial side. A section approximately ½¿ deep and covering approximately 180° was missing from the sleeve and was not returned. Another crack was observed on the posterior side of the sleeve taper. Fretting was present 360° around the femoral stem taper connection. While some of this damage may have occurred after the sleeve fracture, it is likely that much occurred during service. The fracture surface of the femoral sleeve was examined with stereomicroscopy. Due to the size of the femoral construct, examination with scanning electron microscopy was not feasible. The fracture surface was burnished, obscuring some fracture features. No fatigue striations were observed. On the basis of these observations, the sleeve fractured due to high-cycle, low-stress fatigue. There were no observed inclusions or other defects that could have contributed to the crack initiation or propagation. Review of the device history records did not reveal any related manufacturing deviations or anomalies. With the information provided, it appears the periprosthetic fracture and femoral sleeve device fracture occurred as a result of the patient¿s injury. No evidence was found indicating product error was a contributing factor to the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.